Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sdr303b implantable pulse generator (ipg) implanted: 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to hospital with shortness of breath, fatigue, and dizziness. Electrocardiogram (EKG) revealed heart rate of 30 with ventricular loss of capture. The device was interrogated and high impedance with no capture was observed. There was a possible fracture and the doctor felt this was due to subclavian crush. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.